Event description:
Integra neurospecialist reported for the user facility the following incident: integra nph low flow valve was implanted a pt on 12/2004. Their symptoms eased. They resumed normal activities. However, after about 2 months of the surgery, pt's hydrocephalic symptoms started to come back. Since the nph valve was self adjusting and operated on a self flow rate, the surgeon felt limited to control the valve. The device was then removed from the pt. Device was discarded by the user facility and will not be available for the investigation. Additional information has been requested from the user facility.